Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported bilateral capsular contracture, baker grade iii and "over 50ccs of a seroma fluid build up around the implants." Hcp also reported bilateral rupture and "significant swelling of the right breast" and had "mammographic evidence of peri-prosthetic fluid." Device has been explanted. This record is for the right side. Patient had bilateral total capsulectomy. Fluid was sent to cytology while capsules were sent for pathology.